Event description:
The reporter stated the surgeon attempted to insert an aa4204vf silicone single piece lens but the lens tore in the cartridge. There was no pt contact or injury. The reporter stated the cause of the torn lens was due to tech error, the tech left the lens in the cartridge too long and the lens started to dry out.

Manufacturer narrative:
(B)(4). Eval codes: results: visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens and the other haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: other - based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for eval. (B)(4).